Event description:
Nasal gastric tube adapter for liquid nutrition device separated where the small flexible part fell off into the crib area. Based on the age of the patient, the patient may have experienced a choking hazard. Nicu patient requiring deeding via ngt. Broken device found in crib

Manufacturer narrative:
The complaint was forwarded to our parent company in france for their evaluation. The investigation summary is as follows: unfortunately, since we did not receive the defective sample or picture for investigation, it's difficult to determine the source of the problem. We did a tensile test of the same product belonging to the same batch and found no issues. A total of (B)(4)parts were produced for this batch and no similar complaints have been received. Without a sample and any additional information, we are sorry to inform you that we are unable to determine the cause of the problem. The batch history record was reviewed and did not show any deviations during the production run. Corrective action: no corrective action will be taken at this time as root cause cannot be determined. However, both vygon france and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Manufacturer narrative:
This malfunction was also sent to FDA via medwatch report number mw5083147. The results of this investigation are still pending,and will be reported to FDA withing thirty days of its conclusion via follow-up MDR.

Event description:
Nasal gastric tube adapter for liquid nutrition device separated where the small flexible part fell off into the crib area. Based on the age of the patient, the patient may have experienced a choking hazard. Nicu patient requiring deeding via ngt. Broken device found in crib.